Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient implanted with pangea construct from l2-s1 approximately 12 months prior to reported event. Surgeon planned to extend the construct to t11 and l1. During revision, the original construct was noted as stable. Crosslink, locking caps and rods were removed. When the rod was removed, the head of the right l2 screw was detached from the screw. The head and screw were removed and replaced. A large degree of metallosis was found localized at the screw head site with black, discolored soft tissue and bone.